Event description:
Upon removing the or drapes, a foley catheter was found out and on the floor. The dr. Noted the balloon of the catheter appeared to have broken. The dr. Consulted with pediatric urology. The packaging and foley catheter were saved.